Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 685 mg/dl at the time of the incident. Customer also reported that there was an emergency room visit on (B)(6) 2016 due to high reading of 600 mg/dl. The customer was not sure if leak was past the second o-ring. There were two other instances of reservoir leak and high blood glucose that happened in (B)(6) 2017 and (B)(6) 2017. Customer stated they were unsure if there was air bubble in the reservoir. The reservoir was not returned for analysis.